Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for a routine follow up. An attempt to interrogate the device was performed without success. Technical services was contacted and exposure to emi was suspected and the device was in backup vvi mode. The device was restored and normal function ensued.